Manufacturer narrative:
The insulin pump had a motor error alarm during the basic occlusion test due to a loose/protruded drive support disk. They were unable to confirm the compromised force sensor system alarm due to the motor error alarm. The pump passed the displacement test, self test, and unexpected restart error test. The pump passed all operating currents tested within the specification range and passed the off no power test. It was noted that the pump was received with a cracked reservoir tube lip, a cracked case near the display window corners, a crack on the display window, and minor scratches on the display window.

Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer was advised to take the pump off and revert to a back-up plan. Customer was advised to contact their health care professional for a new pump.